Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) but issue persisted, the fse proceeded to change the fiber optic cable, which solved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint was analyzed and found in artemis, error 40084 was found indicating a comm link from the axes controller setup (acu) in suj proximal is down. Also found was error 32115 indicating node ac_1a (suj proximal) reported a wheel hw communication fault and error 32097 indicating maxis error occurred specifically ploop motor axis command message (macm) brake command watchdog errors thus confirming that the faults occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The unit was then installed on a psc fixture test platform (pftp) where it failed fiber power tests. Installed golden fiber, aba tested and verified it to be the source of the fault. The probable root cause of the error may be attributed to the fiber optic cable of the patient side cart (psc).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 kept faulting out. The customer power cycled the system four times, which resolved the error. The tse confirmed errors in the logs pointing to armnet 1. The customer was able to proceed with the procedure setup. Tse informed the customer that the error would likely to return. The procedure was completing as planned with no reported injury.